Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17277; related manufacturer reference number: 2017865-2020-17303. It was reported that the patient presented for follow up with the right atrial and ventricular lead eroding from the device pocket. The pulse generator and both leads were explanted. The patient was in stable condition.